Event description:
It was reported that the patient completed 72 hours of cooling in arctic sun device and had rewarmed for 5 hours but had not met target temperature. The patient cooled to 33.5 then rewarmed to 36.5c target temperature at 0.5c per hour. The patient temperature currently 35.7c via esophageal probe. The device was showed normothermic for 20 minutes and they did not showing patient temperature at target temperature. The patient protocol said target temperature met if within +/- 0.5c of target temperature. They needed to run labs once patient was at target temperature. They confirmed placement of probe verified. They discussed "tacoing" baby for maximum coverage and temperature management. They noted water temperature was very warm so the device was responding as they expected. The device shown target temperature met if patient temperature met target temperature at any point. They discussed patient medications and effect on warming. Per follow up information received via task on 20sep2023, it was reported that the patient was a male between 48-72 hours old. Nurse says that he was instructed by mis to unplug and replug the pads in. That did not work so he changed the pads. He then discovered air bubbles in the tube so he was then instructed to drain the reservoir and refill it. These steps resolved the issues. The device did not go to biomed. No impact to the patient and therapy was completed. No additional information or sample is available. No further follow up attempts required.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause is user overfills the device. However this cannot be confirmed. A DHR review is not required as the serial number is unknown. The instructions for use were found adequate and state the following: "fill reservoir 1) fill the reservoir with sterile water only. 2) four liters of water will be required to fill the reservoir at initial installation. 3) add one vial of arctic sun¿ temperature management system cleaning solution to the sterile water. 4) from the patient therapy selection screen, press either the normothermia or hypothermia button, under the new patient heading. 5) from the hypothermia or normothermia therapy screen, press the fill reservoir button. 6) the fill reservoir screen will appear. Follow the directions on the screen. Replenish internal cleaning solution contact customer service to order internal cleaning solution. For information regarding safe handling please refer to http://www.medivance.com/manuals for the cleaning solution sds. To replenish the internal cleaning solution: 1) drain the reservoir. Turn control module power off. Attach the drain line to the two drain valves on the back of the control module. Place the end of the drain line into a container. The water will passively drain into the container. 2) refill the reservoir. From the hypothermia therapy screen or the normothermia therapy screen, press the fill reservoir button. The fill reservoir screen will appear. Follow the directions on the screen. Add one vial of arctic sun¿ temperature management system cleaning solution to the first bottle of sterile water. The filling process will automatically stop when the reservoir is full. Continue to replace the bottles of sterile water until the filling process stops. When the fill reservoir process is complete, the screen will close. Do not use cleaning solution that has passed the use by date listed on the bottle. The cleaning solution must be stored inside the uv resistant pouch provided." Corrections: h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient completed 72 hours of cooling in arctic sun device and had rewarmed for 5 hours but had not met target temperature. The patient cooled to 33.5 then rewarmed to 36.5c target temperature at 0.5c per hour. The patient temperature currently 35.7c via esophageal probe. The device was showed normothermic for 20 minutes and they did not showing patient temperature at target temperature. The patient protocol said target temperature met if within +/- 0.5c of target temperature. They needed to run labs once patient was at target temperature. They confirmed placement of probe verified. They discussed "tacoing" baby for maximum coverage and temperature management. They noted water temperature was very warm so the device was responding as they expected. The device shown target temperature met if patient temperature met target temperature at any point. They discussed patient medications and effect on warming.